Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter displayed an "error 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2012. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. The patient denied developing symptoms due to the alleged issue. On (B)(6) 2012 at 1pm, the patient reportedly visited the urgent care/ clinic and obtained a blood glucose result of "389 mg/dl" with the clinic meter. Based on the alleged result, the patient was administered novolog insulin (9 units) as treatment. The alleged issue was not resolved with retesting at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.